Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. It was reported that the patient was going to the bathroom 6 or 7 times in one evening. The reporter stated that they increased the stimulation to 5.8 and the patient had not gone to the bathroom since 9 pm last night. The reporter was going to decrease the stimulation. It was suggested to follow up with the patient¿s healthcare professional (hcp) for the issue and to keep a diary to track their symptoms and the stimulation. There were no further complications reported or anticipated.